Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump black box multiple unexplainable pump reboots and it was duplicated during the investigation with the returned battery cap. The pump was run on a 24 hour basal program using a test cap with no intermittent power or reboots occurring. The test cap was able to securely attach to the pump. The battery compartment threads were found to be damaged. The returned battery cap was also found to be damaged with torn and stripped threads. The pump was opened and there were no defects found. There was no moisture found internally.